Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with insulin. Reportedly, the cartridge was filled with 200 units of insulin. Customer's blood glucose level was 180 mg/dl, which was addressed with a bolus. The customer was able to reload the cartridge successfully and received an accurate fill estimate.